Event description:
It was reported that, during patient use, the ventilator stopped cycling. The patient was transferred to another ventilator without harm. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) evaluated the device, and verified the customer reported malfunction. The cse replaced the exhalation printed circuit board (pcb) and auto zero solenoid to resolve the issue. The ventilator passed all tests, calibrations, and it was operating within the manufacturing specifications.